Event description:
It was reported that the patient underwent a posterior lumbar surgical procedure at t11-s1. It was reported that the tip of the driver broke off in the connector. The tip was retrieved, no patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.